Manufacturer narrative:
The investigation into this report is on-going. In the event that additional information is obtained, a supplemental report will be filed. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. The patient was removed from the device and placed on an alternate ventilator. There were no reported patient injuries.